Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) main printed circuit board and lead flex cover are contaminated. Upper and lower cases, ring cover, and one side bail cover are broken.

Event description:
It was reported the rear case was damaged. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement was reported.